Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter post-op a lap. Appendectomy, there was bleeding more than 500cc reoperation and transfusion was made to complete the procedure. The surgical time was extended by more than 30 minutes.